Event description:
Pt was hospitalized for bleeding colon requiring blood transfusions. During this time, pt suffered a mini-stroke. Dr thinks that it might be due to over dosing himself on insulin due to high readings (blood glucose=448 and 478 mg/dl) on suspect device. Pt is doing better now.